Event description:
Boston scientific received information that this pacemaker displayed high out of range right atrial (ra) pacing impedance measurements and noisy signals. There was no sensing involving the ra lead observed. Subsequently, it was noted that there were oversensing of noise that triggered an atrial tachy response (atr). This device was re-programmed. The physician will continue to monitor the patient. Additional information indicated that the cause of the out of range pacing impedance measurements were not determined. A device change out and lead replacement was scheduled. There was no asystole observed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information indicated that a surgical revision procedure was performed. The pacemaker was explanted and the ra lead was surgically abandoned. The device and lead were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.